Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer advised at night paramedics arrived at their home and gave them a glucose shot and other treatment. Customer experienced low blood glucose levels because they have been stressing over their spouses medical condition. Customer advised their blood glucose then jumped up to 400 mg/dl after they ate a peanut butter sandwich and received treatment for the paramedics. Customer declined to troubleshoot for low and high blood glucose and feels it is stress related. Customer feels the insulin pump is working fine.